Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional information was received that only the patient¿s ipg was explanted since the symptoms have been resolved and the patient no longer needed the stimulator. It was patient¿s preference to have the device removed. No malfunction was suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility.